Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit was displaying a "service gas system" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per the user facility, the electronic patient gas system (epgs) did not have any issues so nothing needed to be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.